Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing preventative maintenance was confirmed during the service repair process. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4

Manufacturer narrative:
The customer report of failing preventative maintenance was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the customer report of failing preventative maintenance was determined to be due to faulty pressure sensors. The proximate cause of the bezel assembly issue was reported by service to be due to physical damage.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue.